Event description:
It was reported that after the ventricular device was fixated, it spontaneously released from the delivery catheter. As the device was already fixated, the patient experienced no consequences. No intervention was required to resolve the event.